Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 220 mg/dl. The customer changed the cartridge multiple times to resolve the issue.